Manufacturer narrative:
At this time no conclusions can be made regarding the unspecified bard/davol ventrio (device #1) used to treat the patient. The patient's attorney alleges injuries and revision surgery; however, no details have been provided. No lot number has been provided therefore a review of the manufacturing records is not possible. Information is limited. Should additional information be provided a supplemental emdr will be submitted. This emdr represents the unspecified bard/davol ventrio (device #1). An additional emdr was submitted to represent the unspecified bard/davol ventrio (device #2). Not returned.

Event description:
Attorney alleges that the patient underwent surgery for implant of an unspecified bard/davol ventrio (device#1) on (B)(6) 2011 and an unspecified bard/davol ventrio (device #2) on (B)(6) 2012. It is also alleged by patient's attorney that on (B)(6) 2013, the patient had unspecified injuries related to a defect in the ventrio, and underwent revision surgery which was performed at st. Lukes hospital by dr. Sorensen. As reported, the patient is making a claim for an adverse patient outcome against the ventrio. As reported, the attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient."